Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52, lead, implanted: (B)(6) 2013. 429678, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited no pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.